Event description:
It was reported that during a peripheral angioplasty procedure, a guide wire tip detached. Vascular access was obtained via the right femoral artery. The 60% stenosed target lesion was located in the severely calcified dorsal pedis artery. A 300cm v-14 controlwire was successfully advanced to the target lesion. However during use, the tip of the v-14 controlwire broke off in the dorsal pedis artery and did not migrate. The detached tip was retrieved using a snare. The procedure was completed with a non bsc device. No further patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during a peripheral angioplasty procedure, a guide wire tip detached. Vascular access was obtained via the right femoral artery. The 60% stenosed target lesion was located in the severely calcified dorsal pedis artery. A 300cm v-14 controlwire was successfully advanced to the target lesion. However during use, the tip of the v-14 controlwire broke off in the dorsal pedis artery and did not migrate. The detached tip was retrieved using a snare. The procedure was completed with a non bsc device. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: visual inspection of the returned device revealed the polymer sleeve section peeled at its most distal side about 1cm damaged also device is kinked and bent. No evidence of wire fracture. Device appears to have been pulled/pushed against resistance. Outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).